Event description:
It was reported that the patient underwent elbow arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2014 due to a loose humeral component caused by patient noncompliance and fall. The humeral component, ulnar component and condyle kit were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿